Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. As verbalized,"I'm calling with a complaint, a status of a depuy implant. I need someone to call me at (B)(6) and if someone can call me, I can give all the information you need. I'm calling about a shoulder component that I have." Patient contacted (B)(6) 2018. Verbalized he has bilateral depuy shoulders. He experienced / is experiencing pain with both. The left side has been revised for pain. The right side is painful but has yet to be revised. Doi: unk; dor: unk; (left shoulder), please note, this patient is bilateral, this pc details the left side. (B)(4) details the right side.

Manufacturer narrative:
(B)(4) no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.